Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the cause of the perforation was that the tip of the guidewire moved a lot in synchrony with the left ventricle systole. It was reported that the patient¿s left ventricle was hypertrophic and its tissue was friable, which contributed to the perforation. It was reported that during surgical repair of the ventricle, the area above or below would become damaged due to the friability of the tissue. Per the physician, the cause of death was the perforation and subsequent cardiac tamponade, related to the patient¿s friable cardiac tissue.

Manufacturer narrative:
Conclusion: the guidewire was not returned to medtronic, so no product analysis could be performed. The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: upon review of the information provided, the primary event of left ventricular perforation leading to cardiac tamponade, pericardiocentesis and surgical repair and resulting in death, is assessed as likely related to the confida guidewire. It was noted by the physician that the cause of the perforation was that the tip of the guidewire moved a lot in synchrony with the left ventricle systole and the cause of death was the perforation and subsequent cardiac tamponade, related to the patient¿s friable cardiac tissue. The adverse events reviewed in this medical safety assessment are known potential risks associated with the use of the confida guidewire. The reported harms and severities are documented in the risk files and instructions for use (IFU). No further safety assessment is required at this time. While the medical safety review evaluates a general relationship to the device, it does not evaluate device malfunction. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: pre-implant computed tomography (CT) images were provided. The patient had an annular perimeter of 59.0 mm and perimeter derived diameter of 18.8 mm, therefore suggesting a size 23 mm evolut. The aortic root angulation was 45°. The patient¿s aortic valve was tri-leaflet with no leaflet calcification, suspecting a possible aortic insufficiency implant case. The mean sinus of valsalva (sov) diameter measured 24.5 mm, which was below the recommended mean diameter of 25 mm for a 23 mm evolut. The right coronary cusp (rcc) measured 24.0 mm and the left coronary cusp (lcc) measured 24.7 mm. The sinus and coronary heights were within the recommended ranges, per the IFU. Bovine arch noted (innominate <(>&<)> left common carotid artery appeared to share a common origin). Intra procedural images were provided for review. After carefully reviewing the fluoroscopic images provided, there was no evidence of a perforation caused by the medtronic confida wire. The wire appeared to be in adequate position within the left ventricle during the implantation of the non-medtronic valve. The wire was retracted during the release of the non-medtronic valve, and re-advanced after release. The wire ap peared to be in appropriate position. The received and reviewed images do not indicate evidence of a wire-related perforation. Vascular injuries such as perforation are known potential adverse patient effect per the device IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). It was reported that the cause of the perforation was that the tip of the guidewire moved in synchrony with the left ventricle systole. It was additionally reported that the patient¿s left ventricle was hypertrophic and its tissue was friable, which contributed to the perforation. It is unknown whether resistance was felt. Per the warnings in the confida IFU, the guidewire should not be pushed pulled or rotated against resistance, and the wire position should be monitored throughout the procedure for proper placement of the curve and distal tip. When crossing the aortic arch, the medtronic transcatheter aortic valve (tav) IFU instructs that it is critical that the guidewire is controlled to prevent it from moving forward. The IFU also cautions that without proper management of the distal tip of the guidewire, the guidewire could move forward and cause trauma to the lv. Cardiac tamponade is a known effect that can occur after cardiac procedures due to procedural complications. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. As reported, the cardiac tamponade and resulting death were a result of the perforation. The perforation and potential root causes were unable to be confirmed via the image review. Review of the lot history record (lhr) for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during an implant procedure, the guidewire perforated the ventricle causing tamponade. Percutaneous pericardiocentesis was performed but was ineffective. Surgery was required but the patient died one day later. The cause of death was not reported.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.